Event description:
It was reported that the patient's blood glucose level rose to 190 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that 3 pods from the same box had leakage during wear issues. They could feel insulin around the adhesive as well as smell insulin on their skin. The patient was having to use more than the usual amount of insulin to make corrections. However, their blood glucose levels were not responding well to correction boluses. The patient confirmed that the cannula was inserted into the skin during wear and the adhesive was secure. They confirmed that insertions sites were rotated. No treatment was reported. After the patient activated a new pod, issues were resolved.

Manufacturer narrative:
The pod was received fully deployed. Investigation of the returned device found the exposed portion of the soft cannula to be torn. Fluid was found to leak from the tear in the exposed portion of the soft cannula during leak test. It could not be determined when or how the damage to the soft cannula occurred. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.7. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.